Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a casing/condition (cracked/damaged casing) issue. There was no reported patient harm associted with this complaint. This complaint is being reported because the issue remained unresolved.